Event description:
As reported, the black-white marker of a 7f exoseal vascular closure device (vcd) changed to black relatively late during withdrawal, and the absorbable sponge was brought outside the body when the device was withdrawn after pressing to release. Manual compression was used to achieve hemostasis. There was no reported patient injury. The user was trained on the device. The device was stored and prepared according to the instructions for use. No difficulty was encountered connecting the vascular sheath introducer and the exoseal vascular closure device (vcd). The indicator wire cowling was locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device (vcd) and a 7f non-cordis sheath introducer were retracted together until bleed back significantly slowed or stopped. A black-to-black indication was observed. The physician's thumb was not on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. The indicator wire loop was not visible when the device was removed, and the device was not deployed outside the body. Angiography confirmed femoral artery suitability, and the vessel diameter was confirmed to be at least 5 mm. No calcium/plaque, vessel tortuosity, stent near the puncture site, stenosis greater than 50%, prior closure within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm were reported. The device was used in an interventional procedure using a retrograde approach. The physician was certified on the use of the exoseal vascular closure device (vcd). The deployment button was fully depressed and flush with the handle, and the exoseal vascular closure device (vcd) and sheath introducer were removed as a single unit approximately 1¿2 seconds after deployment. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.